Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root, probable root causes may include pressure sensor fault. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found no further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Additional information: d4.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a npwt a renasys touch device & power sup, display a message of "808a". In addition problem was not solved by removing the device from the canister and reboot. The treatment was completed without delay using a s+n back-up device. No patient injuries or other complications were reported.